Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the rotaflow displayed the error message ¿b temp error¿ after start up of the device. Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description was that the rotaflow displayed the error message "b temp". The failure occurred during before use. No patient has been involved. A getinge service technician was on site on 2021-10-14 to repair the affected rotaflow (serial# (B)(6)). The technician confirmed the reported failure and replaced the battery pack with fuse replacement (material#70101.7188). After the replacement the device is working as intended. An investigation of a rotaflow system that exhibited a similar issue "b temp" was performed in getinge life cycle engineering on 2019-12-09: the most probable root cause of the presented error is a displaced contact due to incorrect assembly of the connector on the battery pack. Based on these investigation results the reported failure could be confirmed. The product in question was produced in 2005-09-02. The review of the non-conformities has been performed on 2021-11-11 for the period of 2005-09-02 to 2021-09-17. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4)